Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a blank display on the insulin pump at the time of the call. The battery was used but the battery cap was not damaged or corroded. The battery compartment and battery spring were also not damaged or corroded. The customer stated that the display did not return after reinserting the battery. Customer did not receive any power loss alarms. Customer stated that the pump was exposed to moisture. Customer was advised to remove the battery for 2 hours and to monitor their blood glucose levels. Customer was advised to resume injections if needed. Customer will be sent a replacement pump. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
The pump was received with a blank display due to the battery tube power connector not being connected properly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current or active current measurements due to the blank display. The pump was received with a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window.